Manufacturer narrative:
This report is submitted on december 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent initial implantation surgery on (B)(6) 2017 however it was found that following closure of the site, the electrode array had curled back on itself. Subsequently the surgeon made the decision to re-open the incision, remove the initial implant and the patient was successfully implanted with the backup cochlear implant.